Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they replaced the power switching board on (B)(6) 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect power switching board was received for analysis. Testing found physical damages on the relays where they are broken off of the board. This indicated a physical failure due to pieces broken.

Event description:
A medtronic representative reported that, while outside of a procedure, the power switching board was not functioning as designed. No additional information was provided. There was no patient present when this issue was identified.